Event description:
It was reported that the gynecologic laparoscope had a communication error displayed. The issue was found during inspection for use of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the rigid tube, video connector, light guide bundle, charged couple device and light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the communication error displayed is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.